Manufacturer narrative:
This product is not expected for return and analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing following intrinsic beats. It was noted that the patient has a history of long qt syndrome and diminished r-wave sensing since implant. Boston scientific technical services (ts) discussed device timing cycles and outputs in addition to potential programming options. Ultimately the physician elected to perform a revision procedure at which time the existing system was explanted and replaced. In recovery the patient was diagnosed as having experienced a stroke during the procedure which resulted in severe symptoms including reported brain injury. No additional adverse patient effects were reported.